Manufacturer narrative:
Without return of the product, no definitive conclusions can be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received information during the implant procedure of this 30mm mitral bioprosthetic ring, the ring was explanted after being sutured into place due to continued mitral insufficiency. The physician then successfully replaced the patient's mitral valve. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: unlike prosthetic heart valves, annuloplasty rings are an adjunct to a valve repair. In this case, there was no allegation of ring malfunction. The causes of re-operation for failed repairs are well documented. Reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.